Manufacturer narrative:
(B)(4). Method -the investigation is based on analysis of photographs of the actual device and a second unit of endobag¿ auto suture¿ specimen retrieval system 5&quot; x 8&quot; that was used to successfully collect the biological specimen from the patient. The customer has not provided the actual device to the manufacturer for evaluation.

Event description:
Procedure: vaginal hysterectomy. According to the reporter: while removing the uterus the bag broke inside the pt. The surgeon opened the pt and removed the bag using another endobag. The tech noticed the bags were different sizes so a part of the original bag may still be inside the pt.

Manufacturer narrative:
(B)(4).